Event description:
The customer reported that the image had white lines. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Investigation is still in-progress. If add'l info is received regarding the investigation, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).